Event description:
It was reported the programmer rf (radio-frequency) head was found in a closet, and the lid was broken. It was further noted that it is unknown whether or not the rf head operates properly or not. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the electromagnetic field immunity is out of specification; further evaluation with a known good cable verifies the rf (radio frequency) head cable is out of electrical specification. Device upper case is damaged and the rf head label is delaminated. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.